Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). Needle ruptured during surgery. There was no pt harm, but the pt had to be xrayed as the needle that snapped had been lost. The needle was found under the trolley, but there was a delay in surgery and a new suture them used.